Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal lead segment was performed. Detailed analysis revealed a suture tie-down site was observed at 140 mm. The conductor coils were fractured at 155 mm and a kink in the insulation was observed at the fracture site. A secondary fracture of the anode wire was found just distal to the primary fracture site. Both the primary and secondary anode wire fractures showed evidence of fatigue along with some overload. The cathode wire fracture surfaces were obscured by electrolytic pitting, mechanical damage, and contamination. Laboratory analysis was able to confirm the allegation of lead fracture.

Manufacturer narrative:
The lead was partially abandoned, with the proximal segment of the lead to be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this right ventricular lead was determined to be fractured for a patient that had previously been lost to follow up. The fracture resulted in loss of capture at maximum output and high impedance levels greater than 2000 ohms. The lead was cut distal to the fracture and the remaining portion was surgically abandoned. The lead was replaced successfully with no adverse patient effects reported.